Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump shut off after falling into water. Blood glucose level at the time of the incident was 160 mg/dl. Caller stated that fluid was visible under the display. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had several cracks and bleeding lcd glass. We were unable to verify blank display anomaly or perform the operating currents measurement, self-test, unexpected error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to lcd anomaly. No moisture damage found inside the pump. The insulin pump had cracked case at display window corner, broken reservoir tube lip and minor scratched display window.